Event description:
A caregiver (cg) contacted global technical services (gts) regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during prime. The cg stated the patient was not connected. The cg stated she identified that one of the lines was not fully connected. The cg confirmed she pushed the spike in and felt a snap. The cg stated she pressed go and then called in to gts. The cg confirmed the hc primed and the patient was ready to begin therapy. No additional information is available at this time.

Event description:
Patient presented to the clinic with several vf episodes of noise were detected and marked as vf. The noise was short in duration that the patient did not receive therapy. Egm showed noise on both the rv coil to can and v sense/pace. Arm movements were performed without recreating the noise. The patient was brought in for ICD change due to nearing eri and to replace the lead. However, patient was anxious and so, the surgery was postponed. Patient is being monitored

Event description:
The facility representative reported a colleague infusion pump with a condition of out of service. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient injury or medical intervention related to the device. Baxter's review of the device event history determined that the reported condition was failure code 810:11, which interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the hp regarding the reported incident. The hp stated that his wife was assisting him with pd therapy. The hp further reported that he is now using the compact exchange device (cxd) to assist for spiking dialysate bags, and no longer has connection problems. The hp denies any illness or injury from the event. The hp continues to receive pdtherapy using the homechoice to date. No further information is available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was due to improper set up. The caregiver stated one of the lines was not fully connected. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.